Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that inappropriate shocks were delivered as a result of t-wave oversensing. One shock induced ventricular fibrillation (vf) which was appropriately treated. The device was reprogrammed to secondary vector. X-rays indicated the system may have migrated; however, the physician indicated the system was located in an appropriate position. No adverse patient effects were reported.